Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) empty sterile containers leaked. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D2a: common device name: remove: set, administration, for peritoneal dialysis, disposable and replace with system, peritoneal, automatic delivery. D2b: classification code: remove: kdj and replace with fkx . H10: should additional relevant information become available, a supplemental report will be submitted.